Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the instrument was returned for evaluation without the detached portion. A visual examination found the device with physical damage: the metal at the break was torn outward and the outer tube was bent. Conmed linvatec will continue to monitor this device for failures.

Event description:
The customer reported that the tip of this instrument broke in the surgical site during arthroscopic shoulder surgery. The broken tip was easily retrieved with a grasper. It was further reported that the procedure was completed with no injury or delay.